Manufacturer narrative:
H6: investigation summary: bd was unable to reproduce customer experience with bactec¿ product. Retention samples were visually inspected with satisfactory results. Batch history records review did not identify any evidence from which the customer submitted the complaint. Complaint is confirmed based on photos. A cross evaluation was performed with the media batch number and the barcode sequences numbers. No corrective actions were required. The product was counterfeited outside of bd cayey. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that there was a labeling issue with a bd bactec¿ peds plus¿ / f culture vials. A "false" label was applied to bottle over the expiration date.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a labeling issue with a bd bactec¿ peds plus¿ / f culture vials. A "false" label was applied to bottle over the expiration date.